Event description:
It was reported that the patient felt symptoms of dizziness and sweating due to the device with holding therapy because of a discriminator. Paramedics terminated the prolonged episode of ventricular tachycardia with a external shock. The device remains in use. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.